Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, a green sureform reload stapling device was inserted for stapling a bronchus. The robot indicated "staple already used." The stapling device was repositioned, and it functioned somewhat jerkily before the robot flagged the tissue as too thick. The stapling device appeared to have stapled and cut the tissue but would not open. Upon opening, the stapling device was found to be completely bent at the end, with staples that had not been deployed and the blade appearing to be stuck in the plastic part of the stapling device. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 green reload accessory was analyzed and found to have a rotated blade inside the cartridge track. The rotated blade is an expected result of a 'tissue too thick to continue' firing failure and can be considered a component failure. Further inspection revealed that the knife do not show any damage. Additionally, the reload was found to have a broken pusher shuttle. This failure is related to the knife rotation and the forces at this process. The reload was also found to have a cartridge damage along the inner knife track. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.